Manufacturer narrative:
The report states: litigation papers allege the acetabular cup has apparently detached and/or disconnected, which may have created metallic debris, and/or loosened from patients acetabulum, all leading to and causing severe pain, inhibited ability to walk, and creating chronic disability. It is further alleged patients physicians have diagnosed a failed left hip implant and have recommended revision surgery which will be performed in the near future. Doi: (B)(6) 2007 - dor: no revision reported at this time. (Left side). Patient is a resident of (B)(6). Update: (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised to address elevated metal ion levels and minimal cup fixation. Dor: (B)(6) 2011 the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the acetabular cup has apparently detached and/or disconnected, which may have created metallic debris, and/or loosened from patient's acetabulum, all leading to and causing severe pain, inhibited ability to walk, and creating chronic disability. It is further alleged patient's physicians have diagnosed a "failed left hip implant" and have recommended revision surgery which will be performed in the near future. Update: (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address elevated metal ion levels and minimal cup fixation.